Event description:
It was reported that arteriotomy closure of a heavily calcified common femoral artery was attempted using the proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. Hemostasis was achieved using manual arterial compression for approximately 10-15 minutes. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The proglide device was used in a heavily calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported cuff miss could not be determined; however, the reported heavy common femoral artery calcification may have been a contributing factor. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided and the device was not returned for analysis. The other proglide device referenced is being reported under a separate medwatch MFR number.